Event description:
It was reported the patient attended a clinic for "infusion recharge system". On examination, the patient was very sweaty, had chills and generalized pain. Telemetry was performed and the pump was observed in "motor off". It was later clarified the pump was actually in a motor stall. The patient was admitted for the treatment of withdrawal syndrome. It was noted "the legend motor stall showed on the screen". Pump logs showed "se bloqueó el motor" or a "blocked motor". Initial troubleshooting steps were; access port and catheter permeability trial then a pump (B)(4) study. Results found the catheter was occluded and "blocked rollers" were found. The patient received a new pump and catheter and the therapy was working "very well. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).